Event description:
It was reported that the battery gauge was fluctuating while the pump was charging resulting in the pump shutting down. Additionally, the customer was unable to charge the pump using the tandem-provided usb charging cable. There was no reported adverse impact to customer's blood glucose level. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.